Event description:
It was reported that 6 days after implant placement it had mobility and had perforated the sinus. Procedure was completed placing a wider implant. Tooth site 26.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A imp,tsv,mcol mg,3.7mm,11.5mml (tsvmb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured with a caliper cal3736 and verified to match DHR drawing no pre-existing conditions were noted on the per. The reported devices was located on tooth #26 and was used for approximately 6 days. DHR review was completed for the subject lot number (1246994). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246994) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.